Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer could not resolve the issue and had to convert to another vision side cart (vsc) to continue with the procedure. The fse found the endoscope controller (ec) to be the source of the issue. The fse replaced the ec to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed, and the reported failure could not be replicated. This unit was installed into the test system and a video test was ran, 10 power cycles & the unit sat idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec was working as normal. Additionally, a light engine sensor check was performed, and it was over 5%. The complaint was confirmed based on the field evaluation and log review, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the site had an endoscope self-test failure. Prior to calling in, the customer had reseated the scope several times, cleaned connectors, and eventually moved to the vision side cart (vsc). The technical support engineer (tse) explained the issue due to the endoscope. Also, tse was unable to verify logs since the customer had swapped to another vsc and was continuing the procedure. The procedure was converted to another vsc with no reported injury.